Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported air sensor problem which was reproduced during evaluation as a false alarm for air in line. The false air in line alarms were additionally verified through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a problem related to the "air sensor." There was no known patient injury or medical intervention associated with this event. No additional information is available.